Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro closure device and delivery system (wds) were initially selected for use. The transeptal puncture (tsp) was difficult to cross the septum due to the septal orientation, and the presence of defibrillation leads in the right atrium. After two attempts, the physician used a different versacross system and exchanged for the was sheath after crossing. Pericardial effusion was noted post tsp, so the physicians monitored it throughout the procedure. The physician unsuccessfully attempted to place the intracardiac echo (ice) probe in the la. Contrast was shot into the laa and the device sizing was determined. The 20mm device was placed into the laa and rejected for sizing. A 24mm device was then selected. After two full recaptures, the physician determined the device was placed properly based on the tug test and contrast shot. Full position, anchor, size and seal (pass) criteria were not used due to ice remaining in the right atrium. After the wds was removed, ice was brought to the left side for final imaging through the was sheath. During closure, the patient's blood pressure dropped. Transesophageal echocardiography (tee) imaging was completed and showed an increase in size of the effusion. A pericardiocentesis was performed and 600cc of dull colored fluid was removed. Additional units of blood were transfused back into the patient. The patient was kept overnight for observation.